Manufacturer narrative:
(B)(6). Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for separation of the hub and needle with the incident lot was observed. Additionally, evaluation of the returned holder was performed and no damage was observed. Draw testing was conducted with the unused returned customer samples, and no separation of the hub and needle was identified. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for separation of the hub and needle with the incident lot was observed. Additionally, testing of the customer samples was conducted and needle/hub separation was not observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Event description:
It was reported that a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder malfunctioned during use as the needle pushed away from the integrated holder creating a safety risk of possible needle stick and injury to patient. There was no report of injury or medical intervention needed.